Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Issue occurred before call to technical support and then resolved on its own, pump did not shut down or become unable to turn back on, customer did not change charging supplies, and pump began charging again so no further assistance was required.